Event description:
It was reported that the device was used during a thoracotomy procedure. After stapling the dehiscence of the second staple line and the bleeding were noticed. The procedure was converted into the open surgery.